Event description:
Lithotripsy failed during procedure causing smoke and arcing inside the unit. The circuit board in slot 4, and the monitoring circuits board (part number 27080-5-4) has a destroyed 33uf capacitor c504. The capacitor is used as a filter on the +12 volt power supply. The flame-out deposited a layer of soot on the back of the circuit board in slot 3. The high voltage extraction board in slot 7(part number 27080-8-5) has two large 50 watt resistors (r809, r810) which got hot enough to be destoyed and burnt up a heat shield placed between the resistors and circuit board. The heat and flames also melted a nylon cable tie and damaged a capacitor. The flames deposited soot on the back of the high voltage board in slot 6. The two fuses si003 and si004 were also blown. The most probable cause of the damage is a short circuit at the probe connection which would allow the high voltage boards and the capacitor on the board in slot 4 to be destroyed.